Event description:
It was reported that during a surgical procedure at the user facility, the bur would not latch into the core impaction drill. When the doctor went to use the drill on the patient, the bur fell out into the patient's mouth. There was no affect to the patient. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for bur retention was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the bur would not latch into the core impaction drill. When the doctor went to use the drill on the patient, the bur fell out into the patient's mouth. There was no affect to the patient. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.